Event description:
Consumer reported he or she purchased (B)(6) brand infection defense large adhesive cover with neosporin due to having a sore on his or her stomach that he or she did not want to get infected. Once the consumer removed the band-aid, it tore the consumer's skin off. It was reported that consumer&apos;s symptoms have worsened after the patient stopped using the product. Consumer consulted health care professional (hcp) and took an oral antibiotic for the treatment.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A3, a4, a5, a6: patient sex and gender, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4 and g5: this report is for one (1) device led combination product: bab antibiotic extra large 8s USA 381370055679, 8137005567usb, 8137005567usb, lot number unknown (ni). D4: UDI #: (B)(4), upc #: 381370055679, lot #: ni, exp date: ni. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical codes: e2402 refers to consumer intentional misuse/off-label use; of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.